Event description:
Device has been explanted.

Event description:
Healthcare professional called to report a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening sharp assessed as an unidentified (tear) opening and observed, a puncture opening assessed as to surgical damage like. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the surface. ¿ wear abrasion observed in the device. ¿ white particles observed in the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional called to report a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.